Event description:
It was reported that the patient expired. The report from the coroner indicated that the patient expired approximately 1 day after the pump was refilled. The pump contained fentanyl and clonidine; concentration and doses not reported. The cause of death or if it was device related were unknown at the time of this report. The investigation was on-going; toxicology reports were pending at the time of the report. It is unknown if the device would be returned to the manufacturer for analysis. The coroner was inquiring about independent pump analysis. The patient had an implanted restore scs system as well as the intrathecal drug pump system. The patient was reportedly on other oral pain medications, including vicodin, as well.